Manufacturer narrative:
Date received by manufacturer: 15oct2019. Date of report: 16oct2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the battery to address the issue. The issue has been resolved, the device has been tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an issue with the battery. It is unknown if the device was in clinical use during the time of the event, but no patient harm was reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 30jul19 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an issue with the battery. It is unknown if the device was in clinical use during the time of the event, but no patient harm was reported.